Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on three low voltage conductors and they were obstructed due to a stylet/guidewire fragment stuck in the lumen. In addition, there was blood on the distal conductor and it was obstructed due to a stylet/guidewire fragment stuck in the lumen. The analyst commented that a visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant attempt, the wire became stuck in the lead and could not be advanced or removed. The lead was not used and a new lead was implanted. The patient is enrolled in the (B)(4) registry. No patient complications have been reported as a result of this event.